Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The patient extension line was not connected prior to priming. As a result, the patient line was not properly primed before the patient connected to the hc. The technical service representative (tsr) assisted the hp with cycling the power in order to clear the alarm and end the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage, where the home patient used a patient extension line which was connected after prime. This complaint is confirmed because connecting the patient line extension after priming is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming, to make sure the patient line extension is correctly positioned in the organizer, and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.